Event description:
The customer reported that when they changed a cable and connected a new tube on the c-arm, the system didn't work and the tube broke.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep ordered and replaced the new tube and laser aimer. The system now powers up.